Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient had a power on reset message. The patient was in the kitchen with the toaster on and after they bent over to pick something up, the patient felt stimulation turn off. The patient said that there were some workers in their backyard trimming trees: however the workers were at least 100 feet away. The patient stated that there was possible environmental exposure. The power on reset was able to be cleared with the patient programmer, but the patient had to press the sync key a second time before it cleared. Therapy was adequate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.